Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he had a blood glucose reading of 313 mg/dl and came down to 207 mg/dl when he bloused. The customer stated that after he had dinner, his blood glucose was 381 mg/dl. The customer stated that the next day, his blood glucose was 517 mg/dl in the morning. The customer stated that he bloused, and his blood glucose reading was over 600 mg/dl. The customer declined to troubleshoot for high blood glucose readings.